Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2017 due to oversensing that caused inappropriate auto mode switch. The patient had further complications post-procedure.